Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had exposed decubitis. It was noted the patient had an antibacterial absorbable envelope implanted with the device and underwent antiobiotic treatment. The pocket was washed and the device was repositioned. No further patient complications have been reported as a result of this event.